Event description:
It was reported that during an irreversible electroporation ablation procedure, this guidewire became stuck in the lumen during the procedure. A j-tip guidewire was in use and became stuck in the catheter while trying to maneuver the catheter from the right inferior pulmonary vein (ripv) to the left inferior pulmonary vein (lipv). They were unable to retract the guidewire, so the wire and catheter were removed from the sheath. Outside of the patient's body they were still unable to remove the guidewire so both the wire and catheter were replaced. The procedure was then completed with no patient complications. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).